Event description:
It was reported that the insulation has been compromised.

Event description:
It was reported that the insulation has been compromised.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. The monopolar handle was visually inspected for damages, and a scratch was seen near the distal end. The handle failed insulscan test near the distal end of the shaft. Probable root causes could be due to user misuse, or handling during cleaning/reprocessing, or normal wear and tear. In sum, the product was returned and the failure mode was confirmed.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.